Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient states they are having surgery on monday (B)(6) 2025 to have the stimulator removed and was told to make sure the ins is turned off prior to surgery, however, pt does not know how to turn off stim because they never have turned it off. Agent reviewed and pt was able to turn stim off then back on. Pt states the reason they are having the therapy removed is because for the last few years, the ins started shocking the pt "off and on the past few years" and it makes their back itch really bad, they have had [unrelated] cancer and lost weight and now the ins is pressing against the bone and the spinal cord is now "impinged" and they have to have it removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.